Event description:
The patient's explanted generator and lead were received by the manufacturer on (B)(6) 2012. The return product form indicated that the generator was replaced prophylactically and the lead was replaced due to a lead discontinuity on (B)(6) 2012. However, product analysis has not been completed to date.

Event description:
Attempts for additional information from the physician's office have been unsuccessful to date. Product analysis of the explanted generator and lead has been completed. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. The entire lead (including electrode array portion) was not returned for analysis therefore an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
It was reported that during a routine appointment, high lead impedance was observed during a diagnostics test. The pt's mother reported that there is not pt trauma or manipulation that may have contributed to the high impedance. No x-rays were taken of the pt's vns system. The pt had generator and lead replacement surgery on (B)(6) 2012. The generator was replaced prophylactically, and the lead was replaced due to the high impedance, by the surgeon's decision. Return of the generator and lead is expected, but they have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
The diagnostics prior to the high impedance being observed on (B)(6) 2012, were reportedly okay. The implant card from the patient's generator replacement surgery on (B)(6) 2011, reveals that the lead impedance was okay following replacement.

Manufacturer narrative:
Describe event or problem , corrected data: the initial report inadvertently did not include that the diagnostics were okay prior to (B)(6) 2012.